Event description:
Customer reported erroneous low access estradiol test result was obtained for one pt sample when using the unicel dxl 800 access immunoassay system. Repeat analysis was performed. The test results were in a different clinical range. The initial erroneous result was reported out of the lab and an amended report with the repeat test results was issued. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
System checks were acceptable. Quality control (qc) levels 2 and 3 were run on (B)(6) 2009 and failed. No repeats were performed. On (B)(6) 2009 at 08:03 qc level 2 was run and failed on (B)(6) 2009, qc levels 2 and 3 failed both in the am and again in the afternoon. On (B)(6) 2009 all three levels of qc failed and levels 2 and 3 had to be repeated three times before passing. Review of the customer's archive data for fsh (follicular-stimulating hormone) and progesterone found multiple qc failures. On (B)(6) 2009, the field service engineer (fse) replaced the motor controller board for the mixer motor. Fse returned on-site (B)(6) 2009 and noted a hole in the peri-pump tubing. The fse replaced the peri-pump tubing. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.